Event description:
Information received from a consumer patient receiving hydromorphone (unknown concentration at 1.1147mg/day) and bupivacaine (unknown concentration at 1.1147mg/day) via an implanted pump. Indication for use was noted as cervical radiculopathy and spinal pain. The patient reported that at their last refill in march of 2016, the healthcare provider (hcp) "stuck me nearly 20 times." The technician refilling the pump could not do it so the hcp tried to fill it using x-ray. They were eventually able to fill the pump but stuck the patient way to many times. The pump was tilting out above the patient's belly button and described the pump was positioned on an angle. The patient had a recent CT scan of their pelvis and a hernia was found around the patient's belly button. The hernia was noted in 2016. The pump was about 3 inches away for the patient's belly button. The patient reported that they had pain caused by the hernia once in a while. The umbilical hernia started a few months ago and it was not sure if it was related to the difficulties at the most recent refill. The patient had never had problems before. The most recent refill was the first refill where they had to stick the patient so many times. The situation was being addressed by their hcp. The patient was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.